Event description:
Laparoscopic left nephrectomy donor - "clip applier used as in standard practice with 8 clip used (successfully). Then 9th clip did not hold, rather was ejected from assembly. Within 10/15 minutes later there was excess bleeding and surgeon yee concluded that a different clip has not held over a branch on the renal vein." "Excess blood loss less 1l, but once controlled still good blood pressure."

Manufacturer narrative:
Product anticipated to return, a f/u report will be provided within 30 days or upon completion of investigation.